Event description:
During an internal programming history review high impedance was discovered on the patient's device during a system diagnostics test performed on 06/19/2011. No known surgical intervention has occurred to date. No other relevant information has been received to date.